Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not replicate any engagement issues with my instruments. Tested and verified with no engagement problems. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the site encountered an issue where the universal surgical manipulator (usm) was not accepting instruments. Onsite logs did not indicate any system-related issues. It was suggested to reseat the sterile adapter (sa) and ensure proper installation of the instrument. Later, it was also reported that usm 4 was not allowing instruments to be installed. There were no messages or associated faults noted, and further follow-up was needed to address the issue. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.